Event description:
The customer stated that a falsely decreased alinity c sodium result of 109 mmol/l was generated for a patient sample, ID (B)(6), that retested at 144 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The technical applications specialist (tas) reviewed the instrument logs and recommended replacement of the ict module. The customer replaced the ict module and resolved the issue. No additional ict result issues have been reported since the module was replaced. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend. Device history record review did not show any potential non-conformances or deviations. Based on the investigation, no deficiency was identified.